Event description:
Customer reported a cracked and shattered touchscreen on their device, which prevented interaction due to the unresponsive and illegible screen. The customer's blood glucose level was 171 mg/dl. Tandem technical support arranged for the pump replacement, confirmed warranty status, and organized the return of the damaged unit within ten days. The customer was informed and prepared to use manual insulin delivery (mdi) as a backup therapy to ensure insulin delivery was not interrupted.